Event description:
The event is reported as: the customer alleges that the etco2 sampling cannula appears to be leaking as co2 levels cannot be detected on a dre ez wave line monitor. The cannula was changed out. The condition of the pt is reported as fine.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. DHR (device history record) reviewed showed that there were no issues related to this issue neither on the product nor its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However current production was verified to identify any issue that can lead to the reported defect and issue were found. If the defective sample becomes available this investigation will be updated with the eval results.